Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stenting procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was a malignant biliary stricture. The stricture was not dilated prior to stent placement. During the procedure, the stent was implanted within the common bile duct with one end located in the duodenum. Following the procedure, the patient returned to the hospital not feeling well. During the hospital visit, it was discovered that the stent had migrated from the bile duct. In addition, bleeding was noted at the location of the migrated stent below the common bile duct. On (B)(6) 2011, the migrated stent was removed and the bleed was treated with interventional radiology (ivr). The bleed did not resolve immediately following treatment but "calmed down later on." The physician stated that the root cause of the stent migration and the bleed are unknown. Following the reintervention procedure, the physician has been observing the patient and the patient condition has been stable.